Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021, the cgm was displaying 5.4 mmol/l with double arrows downward. The patient experienced a hypoglycemic seizure. No bg was checked but he was given glucagon by his parent based on the seizure and the double arrows down. It was stated that the glucagon given was a large amount, so the parent also gave a small amount of insulin to ¿counteract" it. The patient initially recovered; however, 20 minutes later he had another seizure, so the parents called for an ambulance; the cgm was showing 5.9 mmol/l at the time of this seizure. In the ambulance his bg was checked and was 2.5 mmol/l. No additional medication was given by the ambulance crew. He was taken via ambulance to the local hospital. About an hour after arriving at the hospital a fingerstick bg was 3.9 mmol/l while the cgm was reading 7.1 mg/dl. No medication was provided at the hospital and the patient was released after 8 hours of observation. At the time of the report the following day he was fully recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.